Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed concerning thresholds. Customer received assistance from technical support to reset the pump using reset information provided, resolving the issue as the malfunction code did not recur. Customer was informed to report any future malfunctions if they occur.